Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device change-out due to normal eri, externalized conductors were observed. The patient was asymptomatic. No electrical anomalies were detected. The lead was capped and replaced on (B)(6) 2016. The patient was stable.